Event description:
The subject device was used only for the first time during a laparoscopic gastrectomy. When the subject device was used for five minutes, the tip of the device was broken and fell off the outside of the patient. The procedure was completed using the replaced device, and there was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to add device manufacture date (h4), and provide device evaluation as the subject device has been returned to olympus. The evaluation confirmed that the probe broke off at 18mm from the distal end. The shape of the fracture surface showed that the crack developed. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, we have concluded that the probe broke because excessive stress was applied to the fractured part of the probe when the user activated the ultrasound output while twisting the device with grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is rec'd at a later time, this report will be supplemented.